Event description:
The customer reported the tube was positioned in the stomach and when pulling out the wire, the purple cap popped off revealing the "fish hook" wire underneath. This was even after flushing the tube at the beginning of the case. Often a kelly clamp is used to try and pull the wire out once the tube is in place. The customer also reported that these tubes leak at the top and the "y" junctions cracks all the time.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Additional information: h4 manufacturing date added the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. An exact root cause could not be determined without a sample to evaluate. The investigation was carried out with the multifunctional team. All processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. A risk assessment was carried out showing the observed occurrence below the expected range. This complaint will be used for tracking and trending purposes.